Manufacturer narrative:
Upon receipt of this fiber at our quality assurance laboratory, this device was thoroughly analyzed. Visual analysis identified the tip was degraded, which is a normal behavior for consumable devices. During testing of the connector, there was no light exiting the connector face, indicating an internal fracture in the connector. In addition, the connector face was burned. The reported allegation was confirmed. Based on analysis results and objective evidence, a fracture within the connector can occur during procedural handling of the fiber during setup, use or reprocessing. This connector fracture can result in an insufficient aiming beam or low laser energy output, up to a complete inability for the fiber to fire. In addition, it is likely that the interaction between the fractured connector and the debris shield led to the burn marks observed on the fiber face. According to the instructions for use (IFU): hold the fiber tip to a nonreflective surface and ensure that a circular red/green spot appears. If the spot is not circular, re-cleave the fiber. If the spot is weak or not visible, discard the device or return it to the supplier for replacement.

Event description:
It was reported that, a new fiber was unpacked and got burnt immediately after the laser output was turned on. The fiber and the debris shield were replaced, and the procedure could be completed successfully with no patient complications. Analysis of the returned fiber identified a fracture in the connector.